Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 09/05/2023. An investigation was conducted on 09/08/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The seal and tension spring assembly was observed in the window of the loading device. The delivery device was returned outside the loading device. The blue slide lock of the delivery device was on and the white plunger was not depressed. The seal and tension spring assembly were removed from the loading device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches (B)(6). The length of the delivery tube was measured at 2.49 inches (B)(6). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem", was confirmed. The lot # 3000271261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was deployed, but the metal part is stuck. Seal was opened. Steps 1, 2, 3, and 4 were loaded properly and no proximal seal came out of the device during subsequent deployment into the aorta. Amount of bleeding is unknown. There was no delay. A new device was issued and the operation was completed successfully, and there were no problems with the patient.